Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced the system controller (sc) pcb assembly, which resolved the reported failure, as well as the user interface pcb assembly which was replaced as an ancillary replaced part (no failure noted). After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would not completely boot-up when prompted. The device would begin to boot-up and then power down automatically. There was no patient use associated with the reported event.